Event description:
It was reported that pump experienced malfunction that could not be reset and was associated with malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, provided instructions for storage mode, pump return, and programming of settings, and advised customer to connect continuous glucose monitor to replacement pump, all of which customer understood and acknowledged.